Event description:
It was reported that the patient was experiencing weakness after a trial lead implant. The investigation did not determine which lead caused this issue. Surgical intervention was undertaken and the leads were explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.